Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information was received on 13-feb-2024. Summary: regarding the physician¿s opinion on causes or contributing factors to the event, it was said, "dr. (B)(6) feels that the actual bleed was very minor ¿sah [subarachnoid hemorrhage] seen on the initial imaging following the procedure was due to contrast aeb [as evident by] follow up imaging on (B)(6) demonstrating only trace blood in l sylvian fissure and as well as a stable neurological status." The event did not lead to prolongation of hospitalization. "The patient was discharged (B)(6) 2024 to a rehab facility. Neuro status stable and improving, nihss of 10 at the time of discharge." Based on this information and the assessment of the pi, the event of ¿subarachnoid hemorrhage¿ no longer meets us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
Product complaint#: (B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot: 23h205av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage (sah) is a known potential complication associated with mechanical thrombectomy procedures and the use of the embotrap study device, which is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used devices, as the devices performed as intended, achieving a final mtici score of 3 (complete perfusion). As explained in the referenced literature article, unidentified small vessel ruptures due to mechanical stretch during stent retrieval may play a role in the development of sah. Despite the pi¿s assessment of the event being unrelated to the used devices, the correlation relationship of event to used devices cannot be ruled out completely, given the event occurred the same day after the procedure. Additionally, the patient¿s 7-day post-procedure neurological assessment shows significant worsening regarding patient capacity for independent activities of daily living (adl), as seen by comparison to the patient¿s baseline mrs score, 0 to 4. Based on this information, the event of ¿subarachnoid hemorrhage¿ meets the criteria of a serious injury, to which the used device as a contributing factor cannot be ruled out completely. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. Per the additional information received from the excellent clinical study team on 07-feb-2024, the location of event was relevant to where the device was used, therefore the correlating relationship between event and used device cannot be ruled entirely. The event of ¿subarachnoid hemorrhage¿ remains reportable to the usfda. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the excellent study (B)(4), a (B)(6) year-old female (subject: (B)(6) with a medical history of hypertension, presented with an unwitnessed wake-up stroke. Last time seen well was on (B)(6) 2024 at 00:00. Symptoms were first observed on (B)(6) 2024 at 10:15. The patient was presented to the treating hospital on the same day at 13:18, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered. The suspected origin of the embolism was ¿large-artery disease (intracranial atherosclerosis).¿ the patient¿s baseline nihss score was 23 and modified rankin scale score (mrs) score was ¿0-no symptoms.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et309537/23h205av). Details of this procedure were not made available at the time of this review; however, the following information was disclosed: the pre-procedure tici score was 0. The final mtici score was 3 (complete perfusion), and the additional intervention of ¿intracranial target lesion angioplasty¿ was performed after first thrombectomy pass. The patient¿s 24-hour post-procedure nihss score was 13. On (B)(6) 2024, the patient experienced the event of ¿subarachnoid hemorrhage,¿ which was made known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as unrelated to the embotrap iii study device, unrelated to the large bore catheter, unrelated to the cereglide71, but possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿recovering/ resolving¿ with no end date listed. On (B)(6) 2024, the patient¿s 7-day post-procedure assessments were done, which resulted with a nihss score of 12 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ the patient¿s discharge information has not yet been made available. Additional information was received from the excellent clinical study team on 07-feb-2024. Summary: per the information provided, the hemorrhage did not occur during the procedure. There was no vessel trauma associated with the event. Regarding the location of the event, it was stated, ¿on (B)(6) 2024: post procedure cth [CT head] with sah [subarachnoid hemorrhage] in l [left] sylvian fissure adjacent to m2 branch of mca [m2 segment of the middle cerebral artery]. Repeat cth [CT head] 5 hours later with less density in sah [subarachnoid hemorrhage]. On (B)(6) 2024: MRI brain with trace blood in l sylvian fissure. L mca distribution infarcts." Device information was also received, the device used was an embotrap iii 5 mm x 37 mm (et309537/23h205av). This device information has been updated in the initial safety note above.